Event description:
It was reported that a patient's blood glucose levels (bg) reached 482 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the parent changed out the pod. The ketones were high.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed and without the adhesive pad. The soft cannula was measured to be within specifications. No damages or deficiencies to the fluid path were observed. The cause of the reported dislodged cannula could not be determined. No damages or defects were observed on the bottom housing and adhesive welds. It could not be determined what contributed to the reported failure to adhere.